Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the last implantable pulse generator (ipg) they had an episode where they went to the hoover dam and it "totally messed up my pacemaker". It was further reported that the patient experienced significant fatigue and shortness of breath after the trip. It was further reported that the ipg was exposed to a high electrical field at the hoover dam and went into safety mode. The implantable pulse generator (ipg) was explanted and replaced as device was at elective replacement indicator (eri). No further patient complications have been reported as a result of this event.